Manufacturer narrative:
The field service engineer (fse) was onsite on 21-may-2018 to assess the instrument, in particular the ultra sonic mixer. Based on the limited information provided, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for tp2 total protein gen.2 (tp2) on a cobas 6000 c (501) module. Patient 1 initial tp2 result was 48 g/l. The repeat result was 68 g/l. Patient 2 initial tp2 result was 42 g/l. The repeat result was 73 g/l. It is not known if the erroneous results were reported outside of the laboratory. There was no errors or alarms displayed. There was no allegation that an adverse event occurred. The tp2 reagent lot number and expiration date were not provided. Precision test data was acceptable.